Event description:
Rn attached spiros cap with c-clip to primary tubing and then connected the end of the tubing to the luer-lock (where chemo flushes are inserted). Immediately after, chemo back flowed through the luer-lock, spiros cap, and leaked through the proximal end of the spiro cap. Registered surgical nurse (rsn) notified. The device was disposed of as leaking chemotherapy. Care team met with manufacturer representative to review case. This is all the information available.